Event description:
Doctor reported that patient came to clinic referring mobility of crowns, doctor noticed screw fracture at tooth sites 36 and 37. When screws could not be removed, implants were removed. New implants will be placed in 9 months.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. D10: concomitant medical product: ilrght, certain titanium large hexed screw, lot: 1180734-cn. E1: reporter name: unknown / not provided. G4: premarket identification PMA/510(k) #: k072642. H4: device manufacturer date: unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b5: describe event or problem. D2: product code corrected. D4: expiration date. G6: type of report. H2: follow up type. H4: device manufacturer date. H10: additional narrative.

Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilrght, certain titanium large hexed screw for evaluation. Visual evaluation was performed. Fracture screw identified inside implant. Device history record (DHR) review was completed for the subject lot number: 1180734-cn. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1180734-cn for similar events and one other complaint was identified. Review completed utilizing. Keywords: fracture: screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, device malfunction did occur. Fracture screw identified inside implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.